Event description:
Info received indicates the beds head up and foot down functions are not operating.

Manufacturer narrative:
The tech found the hydraulic manifold was clogged, preventing the hydraulic fluid from flowing to the cylinder. He replaced the hydraulic manifold to repair the bed.